Event description:
It was reported by the pt that approx 8 months after a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The customer reported that "he was still taking plavix and aspirin when he experienced clotting of the stent in 2006." He had a second non-bsc drug eluting stent of unk size inserted. There is no further info available.

Manufacturer narrative:
H6: the cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.